Event description:
Information received from the field does not address the patient's clinical status but notes no device communication and no magnet response. Emergency vvi and a software down- load attempt were unsuccessful. Therefore, the device was replaced.